Event description:
A medtronic rep reported exposed wires on the break-out box. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. The returned product did not meet specifications. The cable jacket was torn at the break-out-box exposing internal wires. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site.